Event description:
Due to end stage right hip degenerative joint disease related to cam ii type impingement, I received a tha on (B)(6) 2009. I received the depuy j&j ortho asr implants. The following devices model #s were implanted: 1570-12-135 stem, 9998-00-312 sleeve, 9998-00-758 acetabular cup, 9998-90-251 femoral uni-sz 51. Prior to surgery I was severely restricted in hip rom; both active and passive as well and unrelenting pain throughout the day and night. Initially post-op, I experienced a significant improvement in my quality of movements as well as life activities. Over the course of the past 24 months, I have again started experiencing severe pain with many weight-bearing activities; including walking, stairs ascent/descent and transfers. I also am beginning to experience loss in hip rom and joint/groin pain at rest. I have also had a significant change in the joint stability. Approx 2 years ago, I began to notice a grinding and clunking sensation with hip motions. This sensation has continued to increase and now is noticed with nearly all hip functions and movements. I also have experienced a significant increase in mid thoraco-lumbar back pain and stiffness. Even with the implementation of stretching and core stabilization exercises, the back pain is unrelenting. It should also be noted, whether directly related or not, the experience of a pseudo-restless-legs phenomenon. My right leg feels as if it needs to be in a state of constant vibratory motion. Although I can voluntarily stop the movement, the majority of the time it twitches or is in movement. Dates of use: (B)(6) 2009- (B)(6) 2013 (present). Diagnosis or reason for use: hip osteoarthritis.